Manufacturer narrative:
Follow-up medwatch was submitted to inform about an additional information: update on october 3rd 2018: information has been requested : did the surgeon gently compressed the caspar distractor before extracting the peek jaws, or did he left the space distracted ? Pedro caram has responded yes to the question asked. To send the result of the investigation & the root cause in order to close the complaint. Moreover this medwatch is provided to explain the result of the investigation. From information provided, based on the product history records, the review of the case with the product manager and the recurrence of this type of event for this implant, the likely cause for the event is an inattentive error from the surgeon. The investigation found no evidence to indicate device issue. Root cause : user error (inattentive error).

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
An annual survey has been sent by the surgeon, reporting intraoperative difficulty with placement of prosthesis due to peek jaws. Position was easily corrected per-op. Patient is doing fine. The procedure was not extended more than 5 minutes at the most.